Event description:
The facility reported an infusion pump with a failure code 500:320:717:0000. The facility's rep stated there were no pt incidents since the last baxter service event. Although info was requested by baxter, no info was available regarding the date this report occurred, the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use, medical intervention and pt injury.